Manufacturer narrative:
Exact date unknown, event occurred in 2017. Explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17169575.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.